Event description:
It was reported when the device was used in a laparoscopic gastric bypass on the second firing the device fully cut and partially stapled on one side. The device was reloaded to complete the case. There was no patient consequence.